Event description:
When attempting to remove a drain that had been placed in a pt following an open reduction and internal fixation of a fracture hip, the drain did not slide out easily. When pull force was applied, the drain broke and approx 1 inch of drain remained in the wound. No x-rays were taken after the break occurred. The dr chose not to remove the indwelling piece.